Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right ventricular (rv) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. Helix was retracted and dried body fluids was noted in the helix housing. There were cuts noted in the insulation likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right ventricular (rv) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. Helix was retracted and dried body fluids was noted in the helix housing. There were cuts noted in the insulation likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had undergone a procedure to explant this right ventricular (rv) lead a week after it was implanted. The patient stated that the wires were crossed and due to which the device was exhibiting shocks. The device exhibited shock therapy 8 to 9 times when it was first implanted and later 12-13 times. This lead is returned for analysis. No additional patient adverse effects were reported.